Event description:
Conformant wound veil was placed over a wound that had an enzymatic debriding agent, accuzymes, already inside the wound. The cover dressing was removed after one day, and the nurse said the wound veil had "melted into the wound" and had to be "debrided out". To remove the conformant, pt was put in the shower for 2 hours until the dressing loosened enough to be removed. There was extensive bleeding from the wound, and the pt had pain. Patient was given morphine and toradol for the pain. The in-patient stay was not lengthened because of this issue. At this time, the patient's wound is healing nicely.

Manufacturer narrative:
Part number, lot number and customer sample were not provided for the investigation. A follow-up report will be submitted following receipt of additional info and investigation.